Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with a wound dehiscence at an unspecified time following unspecified surgery. The patient was returned to surgery for repair. No further information was provided.